Event description:
It was reported that the patient high blood glucose level event on (B)(6) 2026. The patient was treated with manual injection and changed the infusion set.

Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6). Spain. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.